Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A1 patient ID (B)(6). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown spine screw / unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review / investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent a revision procedure to remove an unknown screw on the left side of an unknown plate. It was mentioned that the reported screw was too long and was causing the patient issues. The reported screw was successfully removed and was replaced with a shorter screw. The surgeon decided to remove the right side screw as well but was unable to remove due to the screw being cold-welded and left in the patient. There was no surgical delay reported but the procedure was not completed per surgeon plan. Patient status is unknown. Concomitant device reported: cancellous locking screw (part # 04.201.032, lot # unknown, quantity 1), unknown spine plate (part # unknown, lot # unknown, quantity 1). This is report 1 of 1 for (B)(4). This report is for an unknown spine screw. (B)(4) will capture the post-op event where an unknown screw was removed due to its size. (B)(4) will capture the intra-op event where the cancellous screw from an unknown antegra plate was discovered to have a cold-welded and was not removable.